Event description:
It was reported that caller experienced air bubbles and gaps about an inch long in infusion set tubing between t:lock and patient and in cartridge tubing, which appeared during pumping while using room temperature insulin and completing cartridge air removal as instructed. There was no adverse impact to the customer¿s blood glucose level. Customer was still experiencing the issue at time of call, confirmed t:lock connection was straight and secure, disconnected at site, and declined further technical support, stating that this occurred frequently and would likely happen again.